Manufacturer narrative:
Exemption number exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code: (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific issue. It should be noted that the mitraclip instructions for use states that: the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr = 3+) . Use of the device on the tricuspid valve may have contributed to the difficult deployment; however, a definitive cause for the reported difficulty to deploy the clip (difficult/delayed activation) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the difficulty during clip deployment. It was reported that this was a mitraclip procedure performed to treat tricuspid regurgitation (tr) with a grade of 6+. The mitraclip delivery system (cds) was advanced to the tricuspid valve and grasping was performed. However, during deployment the clip initially did not detach from the mandrel. The clip ultimately detached from the mandrel after several attempts, reducing tr to 5+. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.